Event description:
Information received a smith medical fluid warming level 1 hotline low flow systems - hl-90 was leaking from block assembly when disposable or tempcheck are installed. No patient adverse events were reported as describing maintenance and installation.

Manufacturer narrative:
Other, other text: investigation completed on a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 . The complaint of leaking from block assembly was verified. Device arrived with outdated pcb and power switch. Cracked tank and cover. Wear and tear damaged enclosure, line cord and front cover. The cause of the problem was related to 0 rings from block were missing and action was taken to replace the ring. A repair summary included for other maintenance included: replaced enclosure, both covers and line cord. Pcb, retainer and power switch upgraded per CAPA # 2012-05-002. Pm and calibration were completed for device. Device passed all testing and ready for service.

Event description:
Ro (B)(4) leaking from block assembly when disposable or tempcheck are installed evaluation attached in h 10.